Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo of a device. The visual inspection of the returned photo depicts malformed clips on tissue. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the scissor clip condition may occur if the jaws are twisted excessively or tissue is manipulated with the jaws when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the clips were placed diagonally or cross and it cut the cystic duct. They applied clips above and under of the cystic duct to solve the issue. They used a new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the clips were placed diagonally or cross and it cut the cystic duct. They applied clips above and under of the cystic duct to solve the issue. There was no patient injury.